Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was waiting to get a second implant for their hips and legs. The patient states they will have to redo their current implant because its only in their flesh of their lower back, as a result, the patient experiences pain. There is no pain when they are sitting or lying down but when they try to do any activity. The patient states this has been ongoing for two years and it has become very uncomfortable. The patient and healthcare professional are awaiting a psychiatric evaluation, and once received, will undergo lead and implant revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.